Manufacturer narrative:
The international customer reported the device displayed an error and the display became black.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device stopped working due to a printed circuit board assembly/ analog digital converter (pcba/adc) reference failure during data acquisition. There was no patient harm reported. Patient information has been requested.